Event description:
It was reported that during a laparoscopic hysterectomy procedure, the device was locked out at the first firing. Reinforcement product was not used. Another device was used to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).